Event description:
It was reported that the patient admitted to the hospital due to an unspecified infection. The implantable cardioverter defibrillator and the right ventricle (rv) lead were removed. The rv lead was replaced.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.